Manufacturer narrative:
This report is submitted on 19 apr 2021.

Event description:
Per the clinic, the patient needed to undergo frequent MRI, resulting in the decision to explant the device. The device was explanted on (B)(6) 2021.

Manufacturer narrative:
This report is submitted on june 04, 2021.